Event description:
It was reported that four bd insyte autoguard shielded IV catheter had difficulty retracting into the safety mechanism. It was reported via medwatch: there have been 3-4 instances of 20 gauge needles not retracting into the safety mechanism on the IV catheters.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 30-nov-2023. Medwatch report is (mw5148709). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.